Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported thumb advancer issue was confirmed based on the condition of the returned device. The clip caught in the distal end of the exchange sheath was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code - it was reported that the device was used in a calcified vessel. The starclose se instructions for use states do not deploy the clip in areas of calcified plaque. Device code - it was reported that the device was used against resistance. The starclose se instructions for use states, do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6fr sheath after a superficial femoral artery angioplasty procedure. Reportedly, after attempting to split the starclose se sheath against resistance, more force was applied. The starclose se sheath split halfway, showed splicing and became stuck. Further advancement was not possible. The safety release mechanism was used to remove the device. Hemostasis was achieved with a hematrix. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.